Manufacturer narrative:
Investigation results: a device history record review was completed by our quality engineer team for provided material number 394995 and lot number 3227538. The review did not reveal any detected abnormalities during the production process that could have contributed to this defect and all quality tests were found to be within specification. As a sample was unavailable for return, a thorough sample investigation could not be completed. Based on the investigation results, in our instruction for use, which is enclosed in each box, our recommendation is do not over tighten connections, check connections regularly, change stopcocks every 72 hours, when lubricious or fat infusates are used change stopcock every 24 hours an exact cause for this incident could not be identified. There are quality controls currently in place to detect this type of defect during the production process. Further action has not been determined necessary at this time. Complaints received for this device and reported condition will continue to be tracked and trended. Our quality team regularly reviews the collected data for identification of emerging trends.

Event description:
No additional information.

Event description:
It was reported that bd connecta plus3 10cm white adapter/connector defective/damaged and had air bubbles/air in line product information: product name and product group: bd connecta 10cm, bd luer lok, 3-way. Title number (if known): enter text here. Logistics osti ordering system order number (if known): (B)(4). Manufacturer's order number (ref) of the product/packaging: (B)(4). Lot number (lot) of package: 3227538d. Contract name and contract ID (if known): enter text here. Extent and consequences of the defect describe in what way is the product defective or faulty? When connecting to another infusion hose , there was surprisingly little air left in the 3-tube hose. On checking the hose, a piece of hose came loose from the faucet. It looked like the hose had broken off at the root of the tap. The hose had a service life of 15.8.2026 . The defective hose is stored in the unit. Is it a single product or several? (Indicate the numbers of all defective lots above.) Single. When was the defect detected? When the infusion was prepared 11.6.2024. What are the consequences of the defect? New tubing replaced. How should the error be corrected? Is the product safe for inspection. Has a haipro notification been made? No has a report been made to the authority or other regulatory authority, when and to whom? No date: on (B)(6) 2024 please add a picture if applicable: details of the author of the complaint name : (B)(6) . Department : (B)(6) medicine and infection unit. Contact information (e-mail, phone) : (B)(6).

Manufacturer narrative:
H.3. If a device evaluation and/or device history review is completed, a supplemental report will be filed.